Manufacturer narrative:
This device is not distributed in u.s., so that 510k# is blank. We checked the returned unit and confirmed that the lg water jet supply tubes dirty. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the lg water jet supply tubes. In addition, we confirmed that the light guide cable buckled, the lcb distal cover glass cracked, the lg air supply tubes dirty, the lg air/water socket cylinder dirty, the jet socket cylinder dirty, the objective lens unit dirty, and the insertion flexible tube (ift) bump; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.